Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. During reintervention, the physicians were not able to cross the septum and decision was made to stop the procedure without implanting the transcatheter valve. The patient was noted as to be in stable condition awaiting another reintervention.